Event description:
While attempting to defibrillate a pt the device displayed a "bridge test failed" message. Clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.